Event description:
It was reported that when the ventilator was being tested and the unit started up, the flow waveform and the leak value(s) were non-display. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state: (B)(6).

Manufacturer narrative:
H10: the field service engineer (fse) was dispatched to customer site and he confirmed the reported phenomenon. Found the flow sensor assembly was faulty and determined that it needed to be replaced. The repair is still pending approval from the customer. Flow sensor assemblies are currently under the delivery hold, so the scheduled repair completion date is not fixed.

Manufacturer narrative:
H10: the removed flow sensor assembly was returned to the product investigation lab (pil) for analysis. The pil technician installed the component into a pil v60 standard test bed (stb) for testing and verified the customer allegation through pil testing. The cause of the failure was due to a faulty airflow sensor, caused by u1 drifting out of specification. In addition, the technician verified flow waveform and leak values were on display during the stb testing.

Manufacturer narrative:
H10: the flow sensor assembly was replaced, then the issue was resolved. The unit was checked overall, cleaned and functionally tested.no product has been returned. Therefore, the root cause can not be determined at a component level. A supplemental report will be submitted if the part is received and evaluated.